Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005471919/

Event description:
End user reports she "continued to have recurrent utis many months in a row month diagnosed at urgent cares and her md since we last spoke. She said she had one diagnosed each month in aug, sept, oct and feels like she has another one now in november. The urine cultures always grow out the same bacteria the last few months, klebsiella pneumonie. Her symptoms are always urgency frequency and burning. For her prior utis in aug and sept she said she always felt better for a few weeks after antibiotic treatment before the new one started. Her symptoms returned again in october. The end of october (B)(6) after a treatment course of antibiotics for a positive uti (stated she was started on cefindir but when that came back as resistant and she was switched to another antibiotic - name cno) she said she did check her urine culture and it showed no growth but she still felt symptomatic. She said she recently went to urgent care to do another urine test due to her symptoms not going away and has yet to hear back on most recent results but suspects another uti. She saw her urologist on (B)(6) in person for follow up but they are just monitoring her. She still has a small kidney stone they are monitoring as well." She follows a non-bladder irritating diet and she takes all precautions to prevent utis." This emdr covers the unknown number of catheters/lot numbers associated with the uti.